Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator did not display the pacer makers at the correct time and correct location on the electrocardiogram (ECG) rhythm strips. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.